Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were admitted in emergency room due to diabetic ketoacidosis on (B)(6) 2010 with blood glucose of 250 mg/dl. The customer was treated with intravenous fluids. Customer stated that they were using auto mode. The customer stated that retainer ring was coming off shortly. The insulin pump will not be returned for analysis.